Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited non- sustained right ventricular oversensing episodes due to myopotential oversensing. The oversensing was reproducible with deep breathing. Programming changes were made. The patient was in a stable condition.